Event description:
According to the reporter: the stapler was used to close and transect the rectum, but after firing the desired staple formation was not done. The b shape was not achieved after stapling, resulting in staple line leaks. No jaw misalignment was noted and the device fired with normal transition.